Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead was explanted and replaced due to out of range high voltage lead impedance. Patient condition is good.